Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that needle has pierced catheter. When did the incident occur? During use. Department: institute of anesthesiology. "Ultrasound-guided vascular puncture, beautiful intravascular presentation. Catheter snagged during threading, therefore repositioning. Repositioning is not possible with resistance. Catheter/needle are therefore pulled out in toto. It turns out that the needle has perforated the plastic catheter" serious consequences for the patient: ¿none, but risk of arterial vessel dissection.¿ perhaps an application error - swissmedic message : no photo: currently requested by the specialist department, but unfortunately not yet available. I will get back to you as soon as I have received it. Event date (which day exactly): (B)(6) 2026. Swissmedic notification yes/no: no. Needle has pierced catheter department: institute of anesthesiology. "Ultrasound-guided vascular puncture, beautiful intravascular presentation. Catheter got stuck during threading, therefore repositioning. Repositioning is not possible with resistance. Catheter/needle are therefore pulled out in toto. It turns out that the needle has perforated the plastic catheter" serious consequences for the patient: ¿none, but risk of arterial vessel dissection¿ department (anesthesiology?): institute of anesthesiology.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photo. A simulation was carried out by retracting the needle grip backwards slightly, and the catheter tubing was lightly pressed/ bent during the insertion. Then the needle grip was reinserted into the catheter tubing and the needle pierced through the catheter after simulation. There is an online inspection system to inspect line distance. If a catheter was pierced through, it would likely fail the lie distance check and automatically be kicked out of the machine. The defect most likely occurred outside of the manufacturing process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.